Event description:
It was reported that the connecting plug for the footswitch was defective and that there was a power-supply connector defect. No other info was available.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for eval. The device eval indicates that the defect reported by the customer was verified and corrected. The footswitch is defective. Other defects adversely affecting the function were also found. This is one of two medwatch being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00382.